Manufacturer narrative:
Updated information was received on (B)(6)2019 for the patient consequences of pulmonary embolism and pericardial effusion. Both these issues were resolved without sequelae. Manufacturer¿s reference number:(B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., it was reported that a 69 year old male patient underwent an ablation procedure with a thermocool smarttouch uni-directional sf catheter and suffered a pulmonary embolism (requiring an unspecified medication) and a pericardial effusion (requiring an unspecified medication). Cardiovascular medical history includes coronary disease, systemic hypertension, left anterior descending (lad) stent, and type ii diabetes mellitus. On post-procedure day 28, the patient presented to the facility with complaint of cough. Chest computed tomography (CT) revealed bilateral pulmonary embolisms. Intervention was medication (unspecified). Patient required extended hospitalization as a result of the adverse event. Patient outcome is ongoing and improved. Principal investigator assessed this event as severe, not device-related, and possibly index procedure-related. On post-procedure day 28, the patient was diagnosed with a pericardial effusion. Intervention was medication (unspecified). Patient required extended hospitalization as a result of the adverse event. Patient outcome is ongoing and unchanged. Principal investigator assessed this event as mild in severity, not serious, not device-related, and definitely procedure-related. No device deficiencies were reported. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Originally for the patient consequence of pericardial effusion, it was reported that the principal investigator assessed this event as mild in severity. However, additional information was received on (B)(6)2018 stating that the principal investigator assessed this event as moderate in severity. Legacy manufacturer's ref. No: (B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2018. The patient underwent a persistent atrial fibrillation procedure. Concomitant products used were the following: 1.non biosense webster, inc. - agilis sheath 2.stockert generator us catalog #: unknown serial #: unknown 3.lasso catheter us catalog #: unknown lot #: unknown therefore, populated concomitant med products" field. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17580679l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., it was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool smarttouch uni-directional sf catheter and suffered a pulmonary embolism (requiring an unspecified medication) and a pericardial effusion (requiring an unspecified medication). Cardiovascular medical history includes coronary disease, systemic hypertension, left anterior descending (lad) stent, and type ii diabetes mellitus. On post-procedure day 28, the patient presented to the facility with complaint of cough. Chest computed tomography (CT) revealed bilateral pulmonary embolisms. Intervention was medication (unspecified). Patient required extended hospitalization as a result of the adverse event. Patient outcome is ongoing and improved. Principal investigator assessed this event as severe, not device-related, and possibly index procedure-related. On post-procedure day 28, the patient was diagnosed with a pericardial effusion. Intervention was medication (unspecified). Patient required extended hospitalization as a result of the adverse event. Patient outcome is ongoing and unchanged. Principal investigator assessed this event as mild in severity, not serious, not device-related, and definitely procedure-related, no device deficiencies were reported. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.